Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was advanced to the distal side of the right coronary artery. Three treatments were performed on low speed. Additional treatments were performed on high speed. During the third treatment on high speed, the oad driveshaft fractured. The fracture was not known at the moment, therefore, treatment was continued which resulted in the fracture of the tip with the viperwire advance guide wire. An attempt to snare the fractured components was performed, however, was unsuccessful. The following day, an additional procedure was performed to remove the fractured driveshaft and guide wire tip. The components were removed successfully. The patient was stable.

Manufacturer narrative:
The orbital atherectomy device (oad) and guide wire were returned to csi. The guide wire was engaged in the oad. Analysis revealed a driveshaft fracture located 1cm proximal to the crown. Scanning electron microscopic (sem) analysis of the fractured filar faces revealed evidence of fatigue. The root cause of the fatigue could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Sem analysis of the guide wire showed evidence of rotational wear on the surface of the wire near the fracture site. Bench testing identified excessive wear between the guide wire and tip bushing. The root cause of the fracture could not be conclusively determined. The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).